Event description:
A physician notified barrx regarding an observation during use of a halo90 device that was not associated with any pt adverse event. The physician stated that he removed the endoscope and device quickly from the esophagus, and noticed that he had dislodged the device from the end of the endoscope. As the device has a connector cable that runs along side the endoscope, the physician quickly retrieved the device by pulling on the cable. Upon removal, the physician noted that the hinge of the device appeared to have been broken or dislodged in some manner, so the device was returned to the MFR for inspection (report forthcoming). The pt was awakened and had no ill effects. The physician informed us that he checked with the pt the next day and again several days later, and there remained no adverse effect.